Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. When this pod was removed at the hospital, patient noticed the cannula had not properly inserted and appeared bent upon removal. Symptoms reported include hyperglycemia, fatigue and confusion. The patient was treated with an insulin drip and long lasting insulin (45 units lantus). At new pod was applied in the hospital on the day of reporting. Patient was admitted to the hospital the day prior and was still admitted at the time this medical event was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site, and appeared bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.